Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction: h6 (annex a & annex g) event summary as reported, prior to a transendoscopic and transurethral ureterolithotomy procedure, an ngage nitinol stone extractor was tested prior to use in the uncoiled position and the basket would not open/close. The device did not make patient contact. The procedure was completed using another same type device with an unknown lot number. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of documentation including the review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as a visual inspection of the device were conducted. One device was returned to cook for evaluation in an open package with label. Upon inspection, the support tubing and basket sheath separated 1.4cm from support tubing flare. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified one other complaint with the reported device lot. This recorded complaint is related to the current failure mode. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. The IFU t_shef_rev1 packaged with the device contains the following in relation to the reported failure mode: "suggested handling instructions for extractors and forceps: important: excessive force could damage device." Based on the information provided, inspection of the returned device, and the results of the investigation, the cause for the separation could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to a transendoscopic and transurethral ureterolithotomy procedure, an ngage nitinol stone extractor was tested prior to use in the uncoiled position and the basket would not open/close. The device did not make patient contact. The procedure was completed using another same type device with an unknown lot number. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1- name and address: postal code: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.